Manufacturer narrative:
Exposed portion of soft cannula was found to be bent. It cannot be determined how or when this damage occurred. Data contains no increase in pulse width indicative of a bent cannula. Data downloaded from the device indicates the device ran for 349 pulses, administering multiple boluses in succession. Brief periods of basal were delivered. This behavior does not exhibit typical customer use. The root cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. Upon removal, it was noticed that the pink slide did not move forward, indicating a needle mechanism failure. Hyperglycemia treated by activating a new pod and bolus 5 units.